Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient that they have to return sooner because the tubing connected to the huber needle gets a hole in it mid week. This has happened 3 times in approximately 1-2 months. No other information was provided. This report addresses the third device.